Manufacturer narrative:
H4: the lot was manufactured from july 20, 2020 - july 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid in the bladder of the device and absence of fluid coming out at the distal end of the flow restrictor, which indicated that no flow occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined. Due to the nature of the sample (photograph), no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse during patient infusion. It was further reported the device was still full. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.